Event description:
The customer reported, hole in the distal end of the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the bending section cover glue and connecting tube had foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found leakages in the bending section cover, between the up/down knob and the scope body and scope cover. The distal end insulation test failed. Additionally, the adhesive on the bending section cover had foreign objects. The connecting tube had foreign objects. The reported fault was likely a result of insufficient reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to leakage identified in the scope body, up/down control knob, scope cover packing and distal sheath, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.